Event description:
It was reported that one lead of the battery was bad in the patient's implantable neurostimulator system. The patient's physician noted that the patient's bladder was worn out. The lead and battery were replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10 serial# (B)(4) implanted: explanted: product type extension product ID 3093-28 lot# v011895 implanted: 2006-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3031a serial# (B)(4) product type programmer, patient. (B)(4).